Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received power error detected alarm. The customer¿s blood glucose level was 113 mg/dl. The sensor will not be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer.